Manufacturer narrative:
A product investigation was completed: the received screw head length measures approximately 5 mm; the broken of threaded shaft with a length of approximately 40 mm is not available as it remains in patient¿s body as per event description. Therefore the complaint relevant dimensions of the thread core and outside diameter cannot be checked for dimensional accuracy of the valid manufacturing specifications. The visible striations and wear of the anodized color on the screw head¿s underside shows that the screw was fully screwed in and came in contact with the plate. The fracture surface is homogenous, what indicates material conformity and shows the typical view of a forced rupture. The device history record review shows that the device met fully to our specifications at the time of manufacturing in august/september 2016. A manufacturing conclusion and a root cause determination cannot be presented because of the condition of the product. Visually there does not appear to be an issue other than the damage sustained by mechanical overload. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID & dob not provided for reporting. Additional product code: hwc. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). (B)(4). Device history records review was conducted. The report indicates that the: please note, this DHR review is for sterilization procedure only. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 08.sep.2016 expiry date: 01.sep.2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 404.045 / l108746. Manufacturing location:(B)(4). Manufacturing date:19.aug.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the reported device was used in surgery for pelvic fracture on (B)(6) 2016. As the surgeon inserted a cortex screw, head of the screw was broken and shaft potion was left inside the body. There is no information available about patient outcome. Surgery was successfully completed, no other medical intervention was required. There was a surgical prolongation reported but unknown how many minutes. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.